Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing lead noise that triggered inappropriate mode switches. The atrial lead was explanted and replaced. The patient was in stable condition.